Manufacturer narrative:
The reported event of air in line alarms file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
During a 120 day compliance rounds, with the clinical consultant, the customer reported an increase in air in line alarms when infusing secondary infusions. The rn's stated that they had to program most of the secondary medications as a primary infusion.